Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include:  product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that it was taking a long time to connect to the pump and lagged at 90 percent. An agent reviewed information and assisted the patient rep with clearing data. The agent advised to call back if further assistance was needed.